Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first and third portion of the cartridge fired all the staple and they were completely formed. No staples deployed on the second firing. No force to fire, noise, or anything abnormal occurred. The device cut as intended. The surgeon used sutures to close the staple line. The device was reloaded and fired, cut and formed the staples as intended. The case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.